Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd needs to be replaced to address the issue.